Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that at the end of the treatment when removing the tubing set, patient discovered that there had been a fluid leak inside the cassette door area. Patient believes this may have begun during drain 5 of 5. Patient had only drained 500ml/2000ml and had to terminate the treatment due to it not draining. The cycler did not alarm. Follow up with the patient's peritoneal dialysis nurse indicated that the patient remained asymptomatic and the patient continues with peritoneal dialysis treatment.